Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's "battery is broken." There was no reported patient involvement.

Manufacturer narrative:
The customer was given part number and pricing for a replacement battery. The customer has refused to repair the device. The device remains at the customer site.